Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On approximately 05/23/2025, the patient¿s sensor failed, which led to the patient not having any cgm values. There was no documentation of any bg meter readings being taken. The patient was wearing a tandem mobi insulin pump, at an unspecified time after the sensor failed, the patient experienced shortness of breath, weakness, and nausea. Therefore, the patient¿s husband took her to the emergency room for evaluation. At the ER, the patient could no longer recall her bg meter reading. She was treated with an IV insulin drip (for 48 hours), IV fluids, potassium, iron, and other unspecified medications. It was not specified when the patient was discharged from the hospital, however, the patient was there for at least 48 hours since her IV insulin drip had been administered to her for that long. The patient was ¿feeling better¿ at the time of report. No product was provided for investigation. Data investigation confirmed wearable sensor failure on 05/22/2025. The probable cause was determined to be very low count aberration. There was no data for event date 05/23/2025. No additional patient or event information is available.